Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds when an interrogation was performed. The pacing thresholds measured 5v@1.0ms. Subsequently, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.